Event description:
It was reported that the coil broke within the microcatheter. An embold? Fibered was selected for use during a splenic artery to splenic vein shunt coiling procedure. The target lesion was moderately tortuous. When the coil was advanced within the microcatheter, the physician reported that the coil felt "gummy" advancing. The physician attempted to retract the coil, but the coil became stuck in the microcatheter and broke. The coil was removed from the microcatheter and replaced. The procedure was completed successfully and there were no patient complications from a result of this event.

Manufacturer narrative:
Investigation results: device analysis findings: the returned device consisted of an embold fibered coil. The delivery system and distal coupler were not returned. The device was examined visually and microscopically to reveal a stretched coil, and the coil broke from the distal coupler. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.